Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing that led to pacing inhibition and asystole. Surgical intervention was taken to cap and replace this lead. The device remains in service. No additional adverse patient effects were reported.